Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of passing and the last blood glucose recorded in meter or insulin pump was unknown. Caller stated that the customer died due to complications from juvenile diabetes. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.